Manufacturer narrative:
It was reported that the patient underwent tendyne valve implantation in (B)(6) 2025 and a massive thrombosis on valve was noted in (B)(6) 2025. The patient¿s condition deteriorated, progressing to cardiogenic shock and requiring ICU admission. The patient was deemed inoperable and passed away on (B)(6) 2025. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remained implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available from field and medical review, the patient death appears cardiovascular in nature. The exact cause of the reported valve thrombosis and patient death could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - resolve-mr study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29l tendyne mitral valve lp valve was implanted in the patient. On (B)(6) 2025, a massive thrombosis on the mitral valve prothesis was noted. The patient required prolonged hospitalization due this event. A cardiac surgery was called and the patient was transferred with a diagnosis of cardiogenic shock. The patient was reported passed away.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - resolve-mr study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29l tendyne mitral valve lp valve was implanted in the patient. On (B)(6) 2025, a massive thrombosis on the mitral valve prothesis was noted. The patient required prolonged hospitalization due this event. The patient was reported passed away.